Event description:
Event description boston scientific received information that during attempts to interrogate this pacemaker, an error code 2714 was observed. Two programmers were utilized with the same results. A technical services consultant recommended device replacement as the error code could not be resolved in the field. The pacemaker was explanted and replaced without further incident.